Manufacturer narrative:
(B) (4). Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during an unknown procedure performed in 2008. According to the complainant, after the procedure, the patient presented with urethral vaginal fistula and mesh erosion. Excision of mesh graft and urethral reconstruction were required.